Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04200. It was reported the pt was receiving shocking sensations from his scs system. The pt was not turning the system on. Follow up identified the physician was planning surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.